Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was 500-600mg/dl and customer experienced a seizure causing them to fall down and get a black eye. Customer administered a manual injection in attempt to resolve elevated bg. Customer was taken to the hospital and subsequently transferred to the intensive care unit (ICU) where their received intravenous fluids of saline and insulin. Customer was discharged a few days later with the issue resolved and no permanent damage.